Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant on (B)(6) 2018. During the procedure, the guidewire could not be inserted into the right ventricular lead tip. The lead was removed and replaced. No patient symptoms were reported.